Manufacturer narrative:
Health effect - impact code: f2203. Article citation: alessandri-bonetti, m.; jeong, t.; vaienti, l.; de la cruz, c.; gimbel, m.l.; nguyen, v.t.; egro, f.m. The role of microorganisms in the development of breast implant-associated anaplastic large cell lymphoma. Pathogens 2023, 12, 313. Https://doi.org/10.3390/pathogens12020313. The events of biofilm, seroma, capsular contracture, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biofilm, inflammation, seroma, capsular contracture baker grade unknown, and development of bia-alcl.

Event description:
Through the journal article titled "the role of microorganisms in the development of breast implant associated anaplastic large cell lymphoma," healthcare professional described that the presence of biofilm contributes to inflammation and seroma and certain subtypes of biofilm can be attributed to the development of bia-alcl. Histopathological markers confirming alcl have not been received. Article additionally describes majority of patients with capsule contracture (baker grade unknown) were positive for bacterial growth, mainly coagulase-negative staphylococci. Specific affected sides and device statuses are unknown.